Event description:
Sorin group USA received a report that during installation of a touch screen a communication error was displayed when the s5 sys was powered up. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the stockert s5 sys. The touch screen is a component of the s5 sys. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group USA received a report that during installation of a touch screen a communication error was displayed when the s5 sys was powered up. There was no pt involvement. The device was returned to sorin group for eval. The investigation is on-going. A f/u report will be sent when the investigation is complete.